Manufacturer narrative:
The lead was returned without a reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination found multiple external insulation abrasions breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead.

Event description:
This report is to advise of an event observed during analysis.